Event description:
It was stated that the insulin pump was not working at all, after being dropped on the floor. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded/rusted battery tube. Unable to perform the displacement test due to the blank display.